Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30, no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error b30 was due to green and scratches on gold pins. Based on the results of the investigation, most probable cause of the malfunction shows unstable picture, no image was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had shown an unstable picture. The issue was found during a diagnostic esophagogastroduodenoscopy procedure. There were no reports of patient harm.